Event description:
The implantable neurostimulator was replaced because it was completely depleted. Impedances couldn't be checked prior to replacement because the battery was drained. After replacement, impedances greater than 20000 ohms were noted on all but 2 electrodes. The pt initially felt no stimulation. The device was reprogrammed and the 2 electrodes provided the stimulation the pt desired.